Event description:
The patient alleges that all of the insulin cartridges she has used have leaked insulin. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.